Event description:
It was reported as a general comment that during the use of a prostyle device, a cuff miss [suture retrieval issue] occurred. The method to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
Date of event is estimated the device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.